Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have renal cell carcinoma. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previoulsy reported a bipap device's sound abatement foam allegedly became degraded and caused the patient to have renal cell carcinoma. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer received information stating that the device is not returning for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.